Event description:
Determined to be reportable based on analysis completed on 10/17/2006. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion was calcified and located in the left anterior descending artery (lad). The 3.00x12mm taxus liberte drug eluting stent was to be used to treat the lad however the patient had stents already placed in the vessel and due to the calcification, they were unable to cross the lesion. The procedure was not completed due to this event. The patient status is normal with no complication reported.

Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage to the proximal end. Some of the proximal stent struts were pulled back distally. Visual examination of the hypotube found no issues. The balloon and tip profiles of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint reported. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause cannot be determined.